Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's touchscreen was not working on the bottom right. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator's touchscreen was not working on the bottom right, and that the standby and help buttons were not working. The customer reported that the issue was verified during diagnostics. An order was made by the customer, for a replacement touchscreen. The investigation is ongoing.